Event description:
It was reported that the customer is worried about the motor control board burning as there were signs of sparking and charring. There was no patient involvement or adverse consequences reported.

Manufacturer narrative:
Results - motor control board. Conclusion - the investigation is ongoing and a follow-up report will be submitted with additional information.